Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI: di number and pi number are unknown as the part number and lot number were not provided.

Event description:
The following information was reported by the cardinal health company representative: this note is to advise of a complication described to me today ((B)(6) 2015) that occurred at a hospital on or about (B)(6) 2015. Complication was described as a retroperitoneal bleed that required evacuation in the operating room. The patient did very well following the retroperitoneal bleed evacuation in the operating room and is fine.

Manufacturer narrative:
Was updated to include hospitalization.